Event description:
A customer in (B)(6) notified biomérieux of a misidentification of streptococcus intermedius in association with vitek® 2 gp ID test kit (ref 21342), lot 2420454403. Vitek® 2 gave a low discrimination result between five different organisms, none of which were streptococcus intermedius, when testing a submandibular abscess isolate from an (B)(6) patient. The customer tested the isolate with api strep and maldi-tof and both gave an identification of streptococcus intermedius. The customer stated there was a delay greater than 24 hours in reporting the result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the customer reported setting up the strain from cos and incubating in co2. Age of culture was not given. The customer did not specify what identification the gp card gave that was incorrect. Without strain, lab reports and raw data, it's not possible to further evaluate the cause of the misidentification. Gp lot # 2420454403 met final quality control (qc) release criteria. This lot passed initial qc performance testing.